Event description:
The patient stated that her infusion tubing separated near the luer lock. The patient was not able to check her blood glucose and she stated she does know if it was affected. She did not have any symptoms of high blood glucose. She was able to change the infusion tubing and her device functioned properly. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.